Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint or the material numbers referenced since there are no demand or production details found for material number 367825 going back as far as fy2014. Therefore, further review could not be conducted. Based on the information provided by the customer, bd recommends paxgene blood dna systems (ivd) whose performance has been verified to ensure sufficient dna quantity and quality for molecular diagnostic assays that require dna from whole blood. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "in paired sample testing we have observed very divergent qpcr results from matched blood collected in 4ml and 10ml k2edta vacutainers (p/n 367839 and 367825 respectively). From the catalogue it seems the only discernible difference between these two tubes is the volume and the label type which should not be expected to impact qpcr. We are wondering if there are any other differences between these tubes that are not apparent from the product description, such as the stopper type or lubricant." 1 of 2 complaints, this report is for reported catalog# 367825.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported catalog# 367825 and the lot# 8516542 were not found in the bd manufacturing database. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "in paired sample testing we have observed very divergent qpcr results from matched blood collected in 4ml and 10ml k2edta vacutainers (p/n 367839 and 367825 respectively). From the catalogue it seems the only discernible difference between these two tubes is the volume and the label type which should not be expected to impact qpcr. We are wondering if there are any other differences between these tubes that are not apparent from the product description, such as the stopper type or lubricant." 1 of 2 complaints, this report is for reported catalog# 367825.